Event description:
Three months after a coronary drug eluting stenting treatment procedure, hypersensitivity reaction may have occurred. In 2004 the pt had a taxus stent implanted. However, in about 3 months later the pt underwent repeat angiography for persistent symptoms of vague chest and arm discomfort. The angiography showed that the stent was patent with continued excellent results and that the pt's ejection fraction had improved. It is noted that the attending physician stated that he felt that it was very unlikley that the pt's symptom complex was related to the stent. It is also noted that the pt has not had any rash, fever, arthralgia or other acute inflammatory symptoms.

Event description:
It was incorrectly reported that the event occurred three months post procedure. The event date of 2004 initially reported was correct, indicating that the event occurred six months post procedure.